Manufacturer narrative:
The reported events of insulation damage and oversensing were confirmed. As received, a complete lead was returned in two portions for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located adjacent to the connector boot on the proximal portion of the lead consistent with friction to the device can. The reported events were isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures although an internal short was noted. All other damages noted are consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was observed with pulmonary vein isolation (pvi). The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.